Manufacturer narrative:
A4, a6, b5, d10 and e4: additional information has been updated. The manufacturer internal reference number is: (B)(4).

Event description:
Upon newly received information, an additional adverse event of chemical irritation was added.

Event description:
As initially reported by the non-healthcare professional stating that the consumer is a long-term user of the product and noticed a recent change in the contact lens case design. Since then, the consumer started experiencing solutions not to fully neutralize even after soaking for recommended time which resulted in significant burning and eye pain. The consumer followed all the instructions for use. Over a period, consumer experienced persistent blurred vision and visited an eye care provider, diagnosed with corneal erosion and corneal injury involving deeper layers (corneal scarring). The consumer was referred to a corneal specialist and has been advised to discontinue use of product and limit contact lens wear. The current status of consumer¿s eye was unknown at the time of this report. Additional details have been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).